Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, the physician observed difficulties with inserting a rv lead into the header of this device. Eventually the rv lead was able to be inserted successfully into the device. The device remains implanted and in service. No adverse patient effects were reported.